Manufacturer narrative:
Due to character limit in block e1, event site name: (B)(6). Aspiration from the inner lumen was attempted and no blood return was obtained, confirming that the inner lumen was clotted and explaining the absence of an arterial pressure waveform. Alternate arterial pressure (ap) monitoring options were reviewed. The user acknowledged the information provided.

Event description:
User contacted the emergency support program from the cardiac cath lab (ccl) to report that the catheter¿s inner lumen was not providing an arterial pressure (ap) waveform on the screen. No patient harm was reported.